Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Event description:
It was reported that the device froze up when it was boot up. The screen lights up and then it goes blank, and a loud beep occurred until the battery was removed. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found that the top and bottom cases were in good condition, however the right plunger case and screw boss were cracked, the battery pack and both tamper seals were missing. The reported problem was duplicated. The device power up with a constant alarm and with no display. The investigation found that the reprogramming from the base unit (bottom interconnect board) to the top unit (main board) was incomplete, and attributed this to user error, as the device was used improperly. For corrective action, the software was upload from base unit (interconnect board) to head unit (main board) by performing power point process. The firmware software was also reprogrammed. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records, corrected data: correction: d4: model number: 4000.